Manufacturer narrative:
Unit not received in manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No unexpected battery error messages, load battery messages, refill reservoir messages, replace infusion site messages or power loss alarms noted during testing. Pump trace download analysis confirmed the pump alarmed power error 25 alarms. The power management tool confirmed power error 25 alarms was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, cracked select button on keypad overlay,peeling end cap address label and corroded battery tube.

Event description:
The customer reported via phone call that insulin pump had power loss. The blood glucose at the time of the incident was 96 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.